Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side cyst, rupture, and nodule. The device remains implanted.

Event description:
Physician also reported "lost muscle in the left breast, one breast is bigger than the other and is in pain" which were determined to not be device-related. The device has been explanted.